Event description:
Health professional reported lap-band port replacement due to an alleged leak in the tubing. The leak was confirmed intra-operatively when the doctor injected saline into the device and saw the fluid leaking from the tubing. Follow up findings: health professional reported alleged leak was noted to be "near port." Additional follow up findings from the health professional: during an adjustment "the port seemed to be detached from [he] catheter and the port was leaking at [the] bend in [the] proximal tubing at approximate abdominal entry site and the leak was found during surgery." The serial number of the device was required however has not been received at this time.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."